Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for full event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had error code: blood detected. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1 (initial reporter name), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: e4 a getinge field service engineer was dispatched and discovered that the unit was affected by a blood back event. The affected parts contaminated by blood were removed, replaced, and properly discarded according to procedure. Part replacement information was not received if received at a later date the investigation will be updated. After repair, all functional and safety checks were performed per manufacturer specifications, and the unit passed all tests. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g4 (PMA/510(k)).